Manufacturer narrative:
Other relevant device(s) are: mc1vr01-delsys, return date: 11 jul 2019, (B)(4). Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm and 6.2 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The delivery system was able to deploy the device. The device was able to be pull to the recapture cone but with resistance due to the torn lumen. The device was able to be recaptured into the device cup with resistance due to the kink on the inner shaft and the blood on the inner shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-jun-2020 / serial#: (B)(4); device available for eval: no; mfg date: 07-feb-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after deployment of the leadless pacemaker (ipg), the pull test was unable to confirm tine fixation and the physician opted to recapture the device and reposition. During the recapture of the ipg, the device could only retract half way into the cup. The physician attempted unsuccessfully to recapture the device with several separate approaches with the device introducer. The physician then decided to lock the tether with the ipg half way into the cup and pull back the unit across the tricuspid valve. The device was successfully removed. Upon inspection, it was noticed that a piece of tissue was preventing the ipg from retracting into the cup. After removal of the tissue the device withdrew into the cup easily. The cup appeared to be dented from the recapture and removal process. The ipg and the delivery system were replaced. No patient complications have been reported as a result of this event.